Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17363219m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4). The device was not returned to bwi.

Event description:
This event is part of (B)(6) study. It was reported that one (B)(6) female patient with medical history of symptomatic atrial fibrillation underwent pulmonary vein isolation procedure. During procedure, temperature sensor of smarttouch catheter (lot # 17363219) was not working. The issue was resolved by changing to 2nd smarttouch ablation catheter. It was also reported that during procedure, user found blood clot on constellation mapping catheter spline (boston scientific, catalog # m004ept8060u0, lot # 18718613) after removing from the patient body and before using the 2nd smart touch ablation catheter. The principal investigator assessed this event was not device related and definitely procedure related. Though the clot was found on the constellation mapping catheter spline (boston scientific), smart touch ablation catheter was also inside patient body. Bwi takes conservative approach to report this event under smart touch ablation catheter (lot # 17363219).

Manufacturer narrative:
(B)(4).manufacture date:12/03/2015.expired date: 11/30/2016.

Manufacturer narrative:
On (B)(6) 2016, additional information was received by biosense webster. The patient suffered atypical left atrial flutter 81 days post-procedure requiring re-ablation. Issue is ongoing and unchanged. Principal investigator assessed this event as moderate in severity, serious, not investigational device-related and possibly index procedure-related. Medical history includes: symptomatic persistent atrial fibrillation, non-ischemic dilated cardiomyopathy, and diabetes mellitus type ii.

Manufacturer narrative:
On 11/30/2016, biosense webster received additional information regarding this complaint: the atypical left atrial flutter suffered by the patient 81 days post-procedure resolved without sequelae. (B)(4).

Manufacturer narrative:
On 7/19/2016, additional information was received by biosense webster: it was reported that the patient suffered atypical left atrial flutter 81 days post-procedure. The patient will be scheduled for a redo ablation procedure. The principal investigator assessed this event as moderate severity, not investigational device-related, and possibly procedure-related. Manufacturer's reference number: (B)(4).